Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia which did not require treatment and the sensor glucose vs. Blood glucose. The customer reported blood glucose value of 615 mg/dl. Troubleshooting was partially performed. The event involved product(s) mmt-1884, mmt-332a, mmt-7841zn, mmt-7040a, mmt-242a. The customer is reporting a discrepancy between sensor glucose vs. Blood glucose which was not within range. Explained sensor may have no longer been responding to glucose changes. Customer reported high blood glucose. It was unknown whether the customer was using the pump within 48 hours before the event and whether the auto mode feature was active or not at the time of the event. The insulin delivery was not suspended due to sensor glucose vs. Blood glucose difference the sensor glucose value from reported event was 615.00 mg/dl and the blood glucose value from reported event was 300.00 mg/dl. The difference in value between sensor glucose vs. Blood glucose was 315.00 mg/dl. No further patient complications were reported. No product return was required for mmt-1884. No product return was required for mmt-332a. Mmt-7841zn was requested and customer response was the device will be returned. No product return was required for mmt-7040a. No product return was required for mmt-242a.